Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 1 device evaluation is in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 1 device was received. 1 device was not available for evaluation.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by twisted wires.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.